Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The replaced o2 gas module was returned for further investigation. A visual inspection of the returned gas module revealed no abnormalities. It was then placed into a reference ventilator for simulated-use testing. During this testing, the reported issue was reproduced, as the o2 concentration low alarm was generated during ventilation. Further inspection revealed that the issue originated from the nozzle unit inside the gas module. This was confirmed by replacing the nozzle unit, after which the ventilator operated successfully for 24 hours without generating any alarms or errors. To investigate the issue further, a mechanical force was applied to the nozzle unit¿s feather spring and then released, resulting in the membrane becoming stuck and causing a delayed release. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring, and it regulates gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control this flow. Membrane stickiness can cause the feather spring to adhere to the membrane while pressed against it, resulting in a delayed release. The nozzle unit should be replaced during annual preventive maintenance or after 5,000 hours of operation, whichever occurs first. Based on the analysis of the received logs and available information, preventive maintenance appears to have been performed in accordance with the prescribed instructions. Consequently, the cause of this customer product complaint has been determined to be early wear of the nozzle unit¿s membrane.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. The reported issue was confirmed in provided device's logs. Moreover it was observed that ventilator generated alarms: respiratory rate high, patient circuit disconnected, expiratory minute volume low. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms indicated leakage or disconnection of the patient circuit. The faulty part was not available for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).